Manufacturer narrative:
G11: added additional information regarding the results of the investigation. The product was not returned for investigation. Data log review was not required for this case. The cause of the vascular damage issue was not determined without returned product investigation and sufficient clinical details.

Event description:
The complainant reported that a patient was brought to the cardiac catheterization lab for high-risk percutaneous coronary intervention (pci) with impella cp support. Failed perclose deployment during initial access was reported resulting in loss of arterial access. Manual pressure was held for an appropriate amount of time, then the right femoral artery was re-accessed. The medical doctor spoke with vascular surgery and a decision was made to leave the 14 french sheath in place after pci and pump removal. Successful impella placement and protected pci was noted. Hemodynamics were maintained during shockwave and stenting of distal left main artery/ostial left anterior descending artery. The pump was weaned and explanted without further issues.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿